Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. Additional observation reported by site: the instrument was found to have a broken main tube approximately 24.94mm from the distal tip. Components adjacent to this broken main tube do not show damage. Review of the provided videos by isi is consistent with the broken cable and broken instrument tip that resulted in the instrument not being able to be removed from the cannula.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps could not be controlled and the wrist joint could not be straightened. The customer found that the black wire was disconnected. The customer tried to remove the instrument but found that the joint could not be extended and was stuck in the cannula. The customer disconnected the cannula and removed the instrument and cannula together. The instrument was separated from the cannula by snapping the tip of the instrument to make the instrument as straight as possible. The user completed the procedure using the same instrument with no further issue reported. No fragment fell inside the patient. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no thermal damage or arcing observed. There was no instrument collision and no fragment fell into the patient. The customer increased the port incision in order to remove the instrument and cannula together. The movement of the instrument was appropriate and in the intended direction. There was no shakiness and no instrument-to-instrument interference.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Advanced failure analysis confirmed the initial findings: the maryland bipolar forceps instrument was found to have a broken conductor wire, however the breakage was near the wrist of the instrument where the conductor wire would go into the proximal clevis, instead of within the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. Additional observation reported by site: the instrument was found to have a broken main tube approximately 24.94mm from the distal tip. Components adjacent to this broken main tube do not show damage.